Manufacturer narrative:
MFR received date: 23 sept 2019. Philips field service engineer (fse) performed oxygen mix accuracy test; on oxygen mix accuracy test at 100%, the unit should give a reading between 95% to 105%. The unit gave a reading of 93.9%. Customer complaint confirmed. Replaced gas delivery system (gds) assembly. Performed all required performance verification tests per philips' manual. Unit passed all tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 28nov2019. Failure investigation of returned parts determined the following conclusion / root cause. Submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
Customer states that the unit has air oxygen (o2) mixture failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.